Manufacturer narrative:
Per tandem user guide, ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. System check could not be performed with tandem technical support, as the occlusion alarm occurred in the past. Customer reported not performing air removal step when filling the cartridge with insulin. Tandem clinical support informed customer that this is off label per the user guide. Customer changed supplies to address the occlusion alarm, and resumed insulin delivery. Customer reported blood glucose level was within target range.